Event description:
It was reported that during a bph surgical procedure detachment of a portion of the fiber was noted. The fiber was exchanged and the second fiber was used to complete the procedure. A "delay in taking action" was noted as a consequence. No harm to the patient reported.